Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive actions (CAPA) reviews for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted because the product was not returned, and the part number and lot number were not reported. It was reported that the device was used in the femoral vein. It should be noted the prostar instruction for use (IFU) states: the prostar¿ xl percutaneous vascular surgical systems are intended for percutaneous delivery of sutures for closing the common femoral artery access site for patients who have undergone catheterization procedures. It is unknown if the unspecified failure was caused by the IFU violation. The cause of the difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. Based on the information reported, a cause for the reported difficulty and the relationship to the product, if any, cannot be determined. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article attachment: "the safety and effectiveness of the prostar xl closure device compared to open groin cutdown for endovascular aneurysm repair" b3: date of procedure estimated as (B)(6) 2005 as this is one of the dates in the range that this study took place. D4: the UDI is unknown as the part and lot number were not provided in the literature. H6: medical device problem code 1494 clarifier - incorrect anatomy the summary data provided in this publication is captured under manufacturing reference number (B)(4). This report captures ones of three individual patients discussed. Patient number 4 the additional individual patients discussed are captured under: (B)(6),(B)(6).

Event description:
It was reported that this was a venous puncture using a prostar device after an endovascular aneurysm repair (evar) interventional procedure with an 16f sheath. Reportedly, an unspecified failure occurred. Surgical intervention was used to achieve hemostasis. Details are listed in the attached article, titled "the safety and effectiveness of the prostar xl closure device compared to open groin cutdown for endovascular aneurysm repair".